Event description:
A medical center reported to our distributor that the straps of rt040l full face mask were stretching out too much, particularly on small framed pts, making it hard to secure the mask properly. This led to leaks. Increased alarm-like sounds and decreased spo2%.

Manufacturer narrative:
An initial eval has been conducted based on the returned device, event description and previous investigation on similar complaints. Results: stretching of the headgear had occurred. It is adjustable to fit varying head sizes. Overtightening can happen to accommodate very small head sizes and exacerbate stretching in the headgear material. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: the headgear straps had been tightened beyond their elastic capacity. Our monitoring and trending for this type of event has an occurrence rate of approx 0.0020% worldwide for the last nine months.